Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d4 (UDI).

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cs100 intra-aortic balloon pump, english, 110v intra-aortic balloon pump (iabp), was displaying an error message ¿autofill failure¿. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d4, e1 (email), e3, h6. (Type of investigation, investigation findings, component codes, medical device ¿ problem code, investigation conclusions, health effect ¿ impact codes). Additional email: (B)(6). Full event site name: (B)(6) hospital. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse performed all the performance tests and found that the k6, k7, k8, & k6a test failed. The fse replaced the shuttle pressure transducer (0682-00-0076-01). The iabp was tested properly and handed over to the customer in working condition.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump intra-aortic balloon pump (iabp) displayed error message, ¿autofill failure¿.